Event description:
A superior plate broke in a nonunion, 1 year post-op, with a young patient.

Manufacturer narrative:
Plate wear is consistent with cyclic loading on the implant, plate broke through a screw hole at the tri-lobe feature. The threads on the head of the screw through the broken hole were worn down to nubs, which is also indicative of cyclic loading. Per the product IFU, "post-operative care note: postoperative care is extremely important. The patient must be warned that noncompliance with postoperative instructions could lead to breakage of the implant requiring revision surgery to remove the device."